Manufacturer narrative:
Initial reporter occupation: unknown. PMA/510(k) #: k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation and is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used an instinct plus endoscopic clipping device. A pedunculated polyp was removed and the defect [that] was left after removing it was being closed. The instinct plus clip was opened and closed gently outside of the scope to test and then was advanced down the scope. The assistant opened the clip and the clip was successfully placed on the defect and closed. The doctor directed the assistant to deploy the clip by squeezing the handle. The clip would not detach immediately. The doctor tugged on the catheter and the black paddle would not come loose. The assistant moved the handle back and forth and it would not detach. Then the assistant just squeezed really hard on the handle and the black paddle finally detached from the stem of the clip. This clip was successfully applied onto the site even with the difficulty in deployment. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.